Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report pericardial effusion, medical intervention, prolonged hospitalization, and delay in the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization was difficult due to the patient¿s anatomy. A steerable guide catheter (sgc) was advanced to the mitral valve; however, a pericardial effusion (pe) was observed. The pe initially looked small and stable, so the procedure continued. The pe was being monitored, but the pe was steadily progressing causing a clinically significant delay in the procedure. The physician had already began to straddle the clip delivery system; therefore, the cds and sgc were removed, and heparin was reversed. The pe stopped growing, and the patient was transferred to the intensive care unit for observation. The procedure was aborted, and the patient will remain hospitalized. The patient is stable and the pe was not fully treated. No clips were implanted, and mr is 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the cause for pericardial effusion could not be determined. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc) devices. The reported patient effect of pericardial effusion as listed in themitrclip instructions for use as a known possible complication associated with mitraclip procedures. The reported poor visualization was due to the patient¿s anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.